Manufacturer narrative:
Insulin pump received with corroded battery tube, broken battery tube thread, broken belt clip slot, broken reservoir tube lip, cracked reservoir tube, cracked reservoir tube window, cracked case near display window corners, cracked on display window and minor scratches on display window noted.

Event description:
The customer reported via phone call that insulin pump had the cracked. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.